Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the popliteal of the left leg. Approximately 12 months post procedure the patient experienced stenosis of the popliteal artery. The patient was treated with medication. Approximately 3.5 months later, revascularization of the left popliteal was carried out using no n-medtronic pta, non-medtronic deb and non-medtronic stenting. Investigator assessed that the event was remotely related to the study device and paclitaxel and probably related to the study procedure. The event is reported to be resolved. Clinical events committee adjudicated that the previously reported event was related to the device but not related to the procedure and drug.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.